Event description:
On (B)(6) 2024 I chose to have breast augmentation surgery. My doctor chose under the muscle and allergan natrelle inspira breast implants. For 6 months, I had been telling my doctor about excessive pain and swelling of my right breast. My doctor thought the implant might have shifted and flipped. She scheduled a second surgery on (B)(6) 2024 and found that the inner shell of the implant had ruptured. The outer shell was intact, but the rupture caused a mix of silicone gel and giant air bubbles that was causing my pain and swelling. She replaced it with a new implant. The sales rep claimed to have never seen anything like it. And the doctor said it was neither her fault, nor mine that this had happened. But no one could say why it happened, or if my new right implant or the left implant could also suffer this catastrophic failure. Now I'm just afraid and can't believe I'm the only one this happened to. I now have to suffer, only 6 months since the first surgery, to recover again.